Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 8/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2017 with the following findings:. The black box shows unusual fluctuation of voltage on (B)(6) 2017. The battery compartment is cracked below the bumper pad. No damage found to returned battery cap. No corrosion observed in the battery compartment. Returned battery cap is able to fully tighten to the pump and power it on. Pump electrical current draws measured within spec. A battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.